Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a consumer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation for ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.